Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the flexible tip tiger tail catheter would not thread through the cysto sheath. Upon troubleshooting the problem, the tiger tail snapped in half and both pieces were intact and removed.

Event description:
It was reported that the flexible tip tiger tail catheter would not thread through the cysto sheath. Upon troubleshooting the problem, the tiger tail snapped in half and both pieces were intact and removed.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The tigertail catheter was returned opened with the original packaging. An evaluation was completed by biomerics. The potential root cause listed in the risk management file for this event is "device was damaged during handling". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. The instructions for use were found adequate and state the following: "closed tip placement (placed without a guidewire) after placement of the cystoscope into the bladder, the ureteral orifice is located and examined and a choice of ureteral catheter is made. The catheter adapter is secured to the ureteral catheter, and the catheter is flushed to evacuate all air bubbles. Under direct vision, the catheter tip is positioned within the ureteral orifice." "Open tip placement (placed with a guidewire) after placement of the cystoscope into the bladder, the ureteral orifice is located and examined and a choice of ureteral catheter is made. Under direct vision, the guidewire is positioned within the ureteral orifice. The ureteral catheter is inserted over the guidewire and advanced into the ureter. The guidewire is removed and the catheter adapter is secured to the catheter." "Caution: do not withdraw ureteral catheter while it is deflected in endoscope. Avoid sharp bending." "Caution: when using the tigertail¿ catheter without the stabilizing support of a guidewire, be aware that a malfunction may occur where the flexible tip may detach if excessive force is made in contact with the walls of the bladder, ureter or renal pelvis. Should the flexible portion of the catheter become detached, retrieve with an endourology grasping device." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.